Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) was identified for this lot number. The complaint condition is unrelated to the nonconformance. Review conducted per (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that during a rotator cuff neoplasty it was noted three screws were broken. The broken piece didn't fall into patient. Changed the new replacements to complete. There was no adverse event or extended surgery. This is report 3 of 3.